Manufacturer narrative:
A sample was requested, but not available for evaluation, however, a batch review was performed and no aberrancies were noted. Should add'l info become available a follow-up medwatch will be submitted.

Event description:
Baxter reported that while a pt was "finishing the bag change procedure, the pt closed the transfer set, and observed lost of liquid from it. The procedure was done again at the hospital, and it was observed that the leak of liquid continued. The pt had a peritonitis after the incident." No add'l info is known at this time.